Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited fluctuating pace impedances on the right ventricular (rv) lead. The rv lead is a competitor's product. The impedances fluctuated between 600 and 1800 ohms which are still within normal limits. The cause of the observations was not determined, but the rv lead was explanted and replaced. During the revision of the rv lead, the connections between the lead and device were checked and no issues were found. At this time, the pacemaker remains in service. No additional adverse patient effects were reported.